Manufacturer narrative:
H6: the code img g02030 is applicable for nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown h6: the code img g02005 is applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pi box repeatedly failed to connect wirelessly when selected on the console, when the console was positioned near the patient¿s head and different nerves were stimulated, a prompt appeared asking whether to use a wireless or wired connection. However, this prompt did not appear when the console was placed near the patient¿s hip or feet. Technical support inquired whether the pi box was still connected to the console via usb-c during the issue, and biomed confirmed that it was. Ts then recommended testing whether the issue occurs when attempting to select a wireless connection while the pi box is physically disconnected from the console. There was no patient involved.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable, the code d02 is applicable for nim console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown h6: initially submitted code fdc d16 is no longer applicable, the code d20 is applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.